Event description:
During a vacuum assisted delivery, a total of 4 kiwi vacuums needed to be opened and they were all broken/ fell apart in the doctors hand. Baby was eventually able to be delivered successfully. Reference reports: mw5156273, mw5156274, mw5156275.